Manufacturer narrative:
The device was returned for analysis. The reported suture malposition and bent foot was confirmed. The reported difficult to close could not be confirmed based on return device condition. However, there was biological material inspected around the foot. The foot was re-assembled back into the guide. The foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. Device manipulation with the foot deployed in the anatomy likely caused the footplate displacement or stick out of the body of the device and the reported bent foot. Factors that contribute to suture malposition, include, but not limited to interaction with the patient anatomy or friable femoral vessel. The patient effect and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2 - outcomes attributed to ae: updated from na to required intervention

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a micra device implant interventional procedure. The sutures of the first prostyle device were pre-placed successfully. Reportedly, an attempt was made with a second prostyle device; however, after suture deployment the lever was closed but the foot of the device did not close completely. The device was able to be pulled out; however, the suture had not captured the vessel and came out with the device. The foot of the device was intact but was noted to be bent. There was slight damage to the tissue tract caused by the foot of the prostyle not being closed completely prior to removal from the patient anatomy. The physician held manual compression for 5 minutes before proceeding with the rest of the case. There was no other intervention needed to repair the tissue tract. The sheath was upsized to a 23f sheath and the micra implant procedure was completed. Hemostasis was achieved with the one pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.